Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump touch screen was cracked and unresponsive. Reportedly, customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 80 mg/dl.